Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the flex pc did not start in the startup sequence due to which system application did not start. To resolve the reported issue, the fse performed a cold restart and started the flexvision pc manually one time. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.